Event description:
Hamilton medical ag received the following description : the rt reported "touch screen stopped working while ventilator was in use." Ventilation of patient still occurring. They told me they found the fault yesterday, log file shows 8/12/2023 @ 18:34. They said they rebooted the ventilator, but screen still didn't respond, like it was frozen. They swapped vents on the patient. There was not any patient harm reported."

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. The patient was bagged and exchanged to another device. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective interaction panel. After replacing the interaction panel, the device was found to be functional and was released for use. Uncertainty for the user despite the fact that the functionality of the device is further ensured by the p&t knob. In the present case, the device was replaced and the patient was bagged during the transfer. Therefore, we prefer to preventively report this case as a deterioration in the state of health of the patient could not be fully excluded. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description: the rt reported "touch screen stopped working while ventilator was in use." Ventilation of patient still occurring. They told me they found the fault yesterday, log file shows (B)(6) 2023 @ 18:34. They said they rebooted the ventilator, but screen still didn't respond, like it was frozen. They swapped vents on the patient. There was not any patient harm reported.".